Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Four implants were placed in sites #18-21 on 2-1-96 during a routine procedure in which bone augmentation was done using freeze-dried bone and resorbable gtr membrane. The implants were removed on 5/24/96. The clinician is unsure as to the cause of the failure and reports that the pt went to another dentist for implant removal.